Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose value and no delivery alarms. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 165 mg/dl. Customer treated by injections. The drive support cap was normal. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.